Manufacturer narrative:
The sales representative that reported the complaint stated the complaint (device) was not available and had been discarded. The device was not returned because it was discarded; therefore, it was not evaluated and will not be available for evaluation in the future. This complaint was opened to address the issue of blood leakage coming from the pre filter sensory pod area of hemofiltration blood line while a master complaint was opened to address the issue of the aquarius machine running while there was continuous blood leakage with no alarm from the aquarius machine (see related MDR 2015691-2009-10554).

Event description:
Reportedly, blood leakage was coming from the pre-filter sensory pod area of the hemofiltration blood line. The aquarius machine was still running and the blood leakage was continuous with no alarm from the machine. The rn was instructed to stop the machine and flush the vas catheter. For infection control, the rn did not want to return the blood. The patient was later transfused due to some blood loss.